Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarms, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited fault alarms while supporting the patient. The customer also reported that the patient switched between his primary and backup freedom drivers multiple times. There was no reported adverse patient impact.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited fault alarms while supporting the patient. The customer also reported that the patient switched between his primary and backup freedom drivers multiple times. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The alarm history was reviewed and revealed an alarm code 'speaker 1 voltage too low when off' which is likely an alarm experienced by the customer. It can be produced during onboard battery exchange; if a battery is not fully latched in place, intermittent communication errors can result in a fault alarm. The driver passed all incoming functional test requirements as well as a battery exchange test. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.